Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to a malpositioned acetabular cup and metallosis. During the revision procedure, the ceramic modular head would not engage onto the femoral stem. As a result, a different ceramic modular head was utilized to complete the procedure. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-05401 / 05403).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿"intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2013 due to a malpositioned acetabular cup and metallosis. During the revision procedure, the ceramic modular head would not engage onto the femoral stem. As a result, a different ceramic modular head was utilized to complete the procedure. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metallois, elevated metal ion levels, and loss of range of motion. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to a malpositioned acetabular cup and metallosis. During the revision procedure, the ceramic modular head would not engage onto the femoral stem. As a result, a different ceramic modular head was utilized to complete the procedure. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a left revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metallosis, elevated metal ion levels, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 left hip revision operative report noted the revision was due pain, a grinding, catching, slipping sensation and elevated metal ion levels. Operative report further noted the presence of gray, metal stained, cloudy, milky fluid; metallosis-stained tissue; necrosis; and a black-stained pseudo-synovium. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to a malpositioned acetabular cup and metallosis. During the revision procedure, the ceramic modular head would not engage onto the femoral stem. As a result, a different ceramic modular head was utilized to complete the procedure. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a left revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metallosis, elevated metal ion levels, and loss of range of motion. Additional information received in the (B)(6) 2013 left hip revision operative report noted the revision was due pain, a grinding, catching, slipping sensation and elevated metal ion levels. Operative report further noted the presence of gray, metal stained, cloudy, milky fluid; metallosis-stained tissue; necrosis; and a black-stained pseudo-synovium. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.